Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The device was evaluated. The battery was replaced. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v200 ventilator experienced "low battery". It is unknown if the ventilator was in use on a patient at the time of the reported event. There is no contact information listed for the customer, therefore, good faith efforts cannot be completed.